Event description:
It was reported when the device was used during a gastric bypass procedure, the staples did not close properly. Completion of case unknown. Increased monitoring was required. There was no other pt consequence.